Event description:
It was reported that the ilet device had a cracked screen, and the user was not injured. Symptoms included no clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included review of the complaint details and confirmation of eligibility for replacement. Investigation of this case revealed a damaged display component consistent with screen breakage, with no associated alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.